Manufacturer narrative:
On 28-dec-2022, additional information was received indicating the adverse event was discovered post use of biosense webster inc products. The physician¿s opinion on the cause of this adverse event is that it was procedure related but unsure as there were no obvious reason. Surgical suture was performed as intervention and patient was reported to be in stable condition. Patient required extended hospitalization because of the adverse event. Physician information has also been added to section e. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Since no serial number was provided, no manufacturer record evaluation could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2021-01971 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter) importer report number # 2029046-2021-50011 product code m490007 (smartablate¿ system rf generator (us))

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter & a smartablate¿ system rf generator (us) and the patient suffered esophageal fistula requiring surgical intervention. Sometime post afib procedure, procedure date (B)(6) 2021, the patient developed an esophageal fistula which was surgically repaired. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.